Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) unexpectedly shutting off and not turning back on was unable to be confirmed through this analysis. No product was returned for evaluation and no log files were submitted for review. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 3 ¿powering the system¿) and the heartmate 3 lvas IFU (section 3 ¿powering the system¿) instructs users on how to properly power on the mpu. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit (mpu) (serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home utilizing the mobile power unit (mpu) and the unit turned off. It was brought to the hospital for evaluation and could not be corrected. A new power cord was tried along with several outlets. The mpu had a v-lock connector on the ac power cord. The patient was given a new mpu. The mpu had a v-lock connector and the ac power cord did not come loose. The old mpu was not returned.